Event description:
Customer reported that the pump segment split during the treatment causing an undetermined amount of blood loss. He thought the set lasted almost 72 hours, so he replaced the rotor.